Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. Analysis found on the returned portion of lead an outer insulation abrasion at 29.9 cm to 30.5 cm from the pins. The abrasion is consistent with that produced by friction with another device.

Event description:
This report is to advise of an event observed during analysis.